Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent a surgical intervention on (B)(6) 2018 for an unrelated procedure (MFR report # 3006705815-2017-01616, 3006705815-2017-01617). During surgery, patient programmer displayed "ipg not repairable." Multiple troubleshooting steps did not resolve the issue. As a result, patient was implanted with a new proclaim 5 ipg. Issue has been resolved.